Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6); product type: 0235-ICD; implant date (B)(6)2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the implant procedure of an extravascular implantable cardioverter defibrillator (ev-ICD) system during defi brillation testing undersensing of the extravascular (ev) lead was observed but the device was able to appropriately detect and treat the patient at both 25 joules (j) and 30j. However, the patient was still in ventricular fibrillation (vf). Eight shocks though the device and six external shocks were received and failed to convert the arrhythmia. Cardiopulmonary resuscitation was provided and another set of patches were added and able to successfully break the rhythm. The patient returned to sinus rhythm and the ev-ICD system was removed and a transvenous system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the full lead was returned. There were suture marks on all three of the suture rings of the anchoring sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.